Event description:
(B)(4).

Manufacturer narrative:
The technician found the cause was the air mattress obstructing the side rail latch mechanism. The account was in-serviced on proper placement of mattress by the technician to resolve the issue.